Manufacturer narrative:
Further investigation of this event revealed this event was previously reported under manufacturer report no. 2015691-2014-01885. As such, the information submitted under manufacturer report no. 2015691-2014-01893 is a duplicate report. Any additional information pertaining to the reported event will be submitted under manufacturer report no. 2015691-2014-01885.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, a piece of calcium appeared to cause slow flow down the left main coronary. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
This patient experienced coronary occlusion during a transapical tavr procedure. As reported, after valve deployment the patient¿s blood pressure was initially slow to respond and then became labile and was alternately hypertensive then hypotensive. A non-functioning leaflet on the non-coronary cusp was noted. An attempt to open the leaflet with a pigtail catheter was unsuccessful. A second valve was opened; however, before the delivery system was prepped the leaflet began to function. The second valve was not deployed. A root injection showed good placement and what appeared to be open coronary arteries. The patient continued to have blood pressure concerns. The left main trunk was selectively injected, which revealed slow flow but an open artery. An intra-aortic balloon pump was inserted. After reviewing the films, a piece of calcium appeared to be causing slow flow down the left main. The left main was then successfully stented. The patient left the room in stable condition and was transported to ICU. Of note, patient had expired 1 day post procedure. The cause of death has not been provided.